Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture traces were noted at electronic or motor assemblies per visual inspection. However, the insulin pump alarmed unexpected restart after battery installation due to interface board leaking voltage.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.